Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016 that on (B)(6) 2016 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation.  An exterior visual inspection and internal inspection were performed and passed.  The receiver has stuck and reboot at initialization screen. The reported event of initializing screen without manual restart was confirmed.  The root cause could not be determined.